Event description:
This event was captured based on literature review. It was reported through a research article identifying xience v stents and promus stent that may be related to the following: all-cause death, myocardial infarction, revascularization (restenosis), major bleeding, acute renal failure, stroke and stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The promus referenced, is being filed under a separate medwatch report. The additional adverse patient effects referenced, are being filed under a separate medwatch report. Attachment: perioperative complications after noncardiac surgery in patients with insertion of second-generation drug-eluting stents.